Event description:
The customer reported that they were unable to retrieve patient strips for a patient who had expired.

Manufacturer narrative:
The customer reported that they were unable to retrieve patient strips for a patient who had expired. On (B) (6) 2010, the risk manager stated that the issue with the device did not cause or contribute to the patient's death. A malfunction did occur in the central went into local mode and lost communication with the database server, which caused a gap in data storage. If this issue were to occur again, it would not be likely to cause or contribute to death or serious injury as it does not impact real-time monitoring or alarming. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).